Event description:
During sedation of an unknown therapeutic procedure there was a delay greater than 30 minutes due to the generator displaying an e0728 internal hardware failure error. There were no reports of patient harm.